Event description:
Dealer states unit runs ok but doesn't turn off. Dealer states the overlay is badly damaged and worn out. Dealer got a quote already for overlay and wanted a quote for joystick as well.

Manufacturer narrative:
.